Event description:
Dpc technical services rec'd a complaint from a customer indicating that they rec'd a test unit component that was missing a bead. An investigation identified the problem as an equipment failure during the test unit packaging process. Because of this error, a low percentage of test units may not contain a coated bead. The expected incidence rate of this problem is approx 0.1%. The following assays are impacted as listed below. Immulite turbo ck-mb lskcp 112 - error message; customer must repeat test, due to low response. Manufacture date 07/01, expiration date 07/31/01. Immulite progesterone lkpg 258 - error meesage; customer must repeat test, due to low response. Manufacture date 06/01, expiration date 01/31/02. Immulite free t3 lkf3 151 - error message; customer must repeat test, due to low response. Manufacture date 07/01, expiration date 01/31/02. Immulite epo lkep 132 - error message; customer must repeat test, due to low response. Manufacture date 07/01, expiration date 07/31/02. Immulite total t4 lkt4 214 - result is greater than the calibration range of the assay; customer must repeat the test with diluted sample. Diluted sample will be identified as errant. Manufacture date 07/01, expiration date 06/30/02. Immulite estradiol lke2 234 - result is greater than the calibration range of the assay; customer must repeat the test with the dilutes sample. Diluted sample will be identified as errant. Manufacture date 07/01, expiration date 07/31/02. The safety and effectivenss of these devices is not impacted, however, this problem is a device malfunction.